Event description:
During troubleshooting for an unrelated alarm on a homechoice (hc) machine, it was reported that the hc smelt like burning wires. The technical service representative (tsr) advised the home patient (hp) to use manual supplies for the night and arranged to swap the device. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The device passed electrical and functional testing. A short simulated therapy was performed on the device and completed successfully. All pressures were found to be stable and correct. An internal inspection was performed and found no issues. There was no evidence of smoke stain or smell on the device. The device was sent for servicing. A review of the event history log of the device found nothing related to the reported issue. The reported issue could not be duplicated or confirmed. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.